Manufacturer narrative:
As reported, the physician had difficulty separating the shuttle from the black handle on the 5f mynxgrip vascular closure device (vcd), almost like it was stuck together. Then, upon device removal, the balloon would not go through the advancer tube despite wiggling it. No patient injury was reported. The device was stored and handled per the instructions for use (IFU) in the interventional radiology (ir) store room. The device storage temperature did not exceed 25 degrees celsius. The product was inspected and prepped according to the instructions for use (IFU) and there were no anomalies noted during prep. The case was a uterine fibroid embolization (ufe) and the patient was slightly obese. The procedure used a retrograde approach. The site was the right femoral artery with no calcium or tortuosity. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle of 30 to 45 degrees of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The deployer was mynx certified. A 5f non-cordis sheath was used and there was no difficulty inserting the sheath. The sheath was not kinked/bent. The balloon was prepped with one-hundred percent saline. The balloon was not inverted. The sealant was not stuck to device components. The balloon was fully deflated. The physician removed the system as a whole. Light fingertip pressure was held for two minutes and hemostasis was achieved without issue and no hematoma developed. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection showed that the shuttle cartridge was engaged to the black handle. The procedure sheath was fully retracted to the shuttle handle. The sealant and advancer tube were not returned with the device. The shuttle cartridge and the handle engagement lock were inspected for anomalies that may have caused the complaint. No anomalies were observed. Visual inspection at high magnification showed that the balloon distal tip was inverted which may have obstructed the device path and prevented the device from being withdrawn through the advancer tube during the procedure. A product history record (phr) review of lot f1906502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle advancement issue¿ was not confirmed through analysis of the returned device since there were no anomalies noted handle/shuttle engagement lock. Additionally, the reported ¿balloon retraction jam ¿ inside the advancer tube¿ was not confirmed since the advancer tube was not received with the device. The exact cause of the failures experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and the product analysis, handling factors of the handle/shuttle may have contributed to the issue experienced when attempting to disengage the shuttle as evidenced by no anomalies noted with the handle/shuttle lock and successful functional analysis. However, handling factors most likely caused the retraction jam reported as evidenced by the inverted distal tip of the balloon, which occur due to excessive tension applied to the balloon. This inverted tip can obstruct the device path and prevent the device from being withdrawn through the advancer tube during the procedure. Based on the information provided by the mynxgrip instructions for use (IFU), step 3: remove device, which instructs users to ensure the balloon is completely deflated by waiting until air bubbles and fluid have stopped moving through the inflation tubing, and then slowly withdraw the balloon catheter through the advancer tube lumen. If the balloon is not fully deflated before being removed through the advancer tube lumen, it could result in a balloon retraction jam. Additionally, the IFU states, ¿align the balloon catheter with the tissue tract. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1906502 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the physician had difficulty separating the shuttle from the black handle on the 5f mynxgrip vascular closure device (vcd), almost like it was stuck together. Then, upon device removal, the balloon would not go through the advancer tube despite wiggling it. No patient injury was reported. The device was stored and handled per the instructions for use (IFU) in the interventional radiology (ir) store room. The device storage temperature did not exceed 25 degrees celsius. The product was inspected and prepped according to the IFU and there were no anomalies noted during prep. The case was a uterine fibroid embolization (ufe) and the patient was slightly obese. The procedure used a retrograde approach. The site was the right femoral artery with no calcium or tortuosity. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle of 30 to 45 degrees of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The deployer¿s mynx training status was certified. A 5f non-cordis sheath was used and there was no difficulty inserting the sheath. The sheath was not kinked/bent. The balloon was prepped with one-hundred percent saline. The balloon was not inverted. The sealant was not stuck to device components. The balloon was fully deflated. The physician removed the system as a whole. Light fingertip pressure was held for two minutes and hemostasis was achieved without issue and no hematoma developed.